Event description:
The MFR received info alleging a ventilator's display screen was broken and unreadable. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The observed damage was consistent with the device being dropped. The device's lcd display screen replaced to address the issue.